Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the insulin pump alarmed no delivery. Customer had changed the set and woke up with no delivery alarm. The customer also experienced high blood glucose of 438 mg/dl and treated with manual injections. Assisted customer in performing a fixed prime and insulin exited. The customer was advised to change the set and monitor the pump. Customer declined troubleshooting for high blood glucose.